Event description:
It was reported that a patient underwent a knee fixed bearing cemented procedure on (B)(6) 2025 and barbed suture was used. During the procedure, when closing subcutaneous layer during a knee fixed bearing cemented procedure with stratafix spiral monocryl plus, the suture thread broke probably related to the surgeon applying too much tension. No adverse patient consequences were reported. Additional information was requested. Was surgery delayed due to the reported event? No, was procedure successfully completed? No, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - when did the suture breakage occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During the passage of the suture through the tissue, while applying normal tension when pulling the thread to bring the wound edges together. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) the event occurred with dott. Matteo jacchini, head of the orthopedics and traumatology department at the città di pavia care institute. However, he is not the designated source for follow-up. No further information is available regarding this matter. Additional h11: was surgery delayed due to the reported event? No, was procedure successfully completed? No, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none.